Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. According to the information provided by the technician, the safety valve membrane was stuck to the safety valve piston. It was stated that sticky substance was noticed around the outer metal rim of the safety valve membrane. The membrane was removed and cleaned. After this action, the issue was solve but after some testing the issue reoccurred. The patient cassette was replaced and the issue was solved permanently. No parts have been returned for the further analysis of the issue. The root cause to the reported issue has not been determined.

Event description:
It was reported that during treatment, the anesthesia system generated alarms for leakage. There was no patient harm. Manufacturer's reference #: (B)(4).